Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device interrogation the device implant date was incorrect and a "serious programmer problem" appeared. The device wsa not programmable. The device was partially reset (manual guided restore), but the problem persisted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during device interrogation the device implant date was incorrect and a "serious programmer problem" appeared. The device wsa no programmable. The device was partially reset (manual guided restore), but the problem persisted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.